Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a biliary duct stenting treatment procedure catheter removal difficulties occurred. The 90% stenosed lesion was located in the severely calcified and non-tortuous left bilary duct. As the physician advanced the 10 x79x750 sentinol nitinol biliary stent system across the lesion, "a little" resistance was encountered. It was noted that the lesion was not pre-dilated. The sentinol stent was deployed in the intended location, however, when the physician attempted to remove the stent delivery system (sds) from the lesion, the tip of the sds was trapped inside the stented lesion site. The physician could not remove the sds and left it inside the patient. Two days after the stent was deployed, the physician "used a little force" and removed the sds intact. The sentinol stent remained undamaged and well apposed to the vessel wall. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.